Event description:
It was reported that a charging pad for an ilet device failed to charge the unit, with no blue indicator light on the pad and no charging icon on the ilet, despite troubleshooting that included reconnecting power and verifying no nearby inductive chargers, magnets, or liquids. Symptoms included none. Outcomes included replacement of the charging pad and continuation of therapy. Investigation included customer troubleshooting and logistical follow-up. Investigation of this case revealed a suspected malfunction of the charging pad that was resolved by supplying a replacement charging accessory. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the charging pad.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.